Event description:
It was reported that when making an exposure the system would sound like it was exposing then stop. This resulted in a loss imaging functionality and caused the customer to bring in another c-arm to continued the procedure. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The controller board needs to be replaced. The reported issue is currently under investigation.